Manufacturer narrative:
The device history reports were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The filter was not evaluated as it remains implanted. Based on the info received, the result of the investigation was inconclusive and the root cause is unk. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure.

Event description:
It was reported that when a vena cava filter was being deployed in the ivc, one of the legs allegedly became hung up on the delivery system. The physician was finally able to deploy but, reportedly, the filter had misplaced in the iliac vein. The physician then placed another vena cava filter in the opposite iliac vein. No pt injury.